Event description:
Caller states that the pt tested hi (greater than 600 mg/dl) on the inform system while a lab drawn within 10 mins returned as 185 mg/dl. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.